Event description:
It was reported that this implantable cardioverter defibrillator exhibited noise and oversensing on the right ventricular channel. Due to this, a signal artifact monitoring (sam) episode was recorded. It was suspected that the noise came from an external source. No changes were performed. This device remains in service. No further adverse patient effects were reported.